Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event. Laser was successfully verified prior to surgery date. Most recent technical site visit confirmed device met specifications as per service installation record. Logfile review for the day of treatment shows all laser system functions were within specifications for the respective treatment day. The system passed successfully all initialization steps. The user performed the gas change, the scanner test and the needed energy check and eyetracker test without any issue. The logfile shows successfully performed treatments on that day. The reported treatment could be identified in the logfile. The logfile shows that the reported treatment for the right eye was performed successfully. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. The root cause could not be identified conclusively. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a loose of three millimeters epithelium (central island) which might have created a button hole, further he removed the loose epithelium and placed a bandage contact lens in the left eye of a patient after lasik surgery. It was also reported that the patient states visual acuity was good also the pain and vision had improved. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.